Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the handpiece device was fractured, moving parts did not move smoothly, the device had a sticky trigger, and would not run. It was further determined that the device failed pretest for check for mechanical free movement, check for sticky triggers, check the roundness of the housing, check fitting of the lid, check for wear on the housing, and check the function of the device. It was noted in the service order that during an unspecified surgical procedure it was observed that the handpiece button was damaged. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.